Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that detachment of the proximal segment of the catheter connector from the oversleeve (distal segment of the catheter connector) was found when confirming the groshong catheter placed into the patient. The catheter was cut, and a new catheter connector was replaced. There was no reported patient injury.